Manufacturer narrative:
This report is for an unknown synthes expert hindfoot arthrodesis nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: s.f. Baumbach et al (2018), comparison of arthroscopic to open tibiotalocalcaneal arthrodesis in high-risk patients, foot and ankle surgery pages 1-8 (germany). The aim of this study was to compare the results of open to arthroscopic ttca in high-risk patients. This study is a single-center, retrospective case-control study comparing open to arthroscopic ttca using a curved intramedullary nail in a comparable high-risk patient sample. The final analysis was based on 15 arthroscopic and 8 open ttcas. In total 23 patients, 8 receiving open and 15 arthroscopic ttca were included. The mean age was 59 ± 10 years, 91% were male. Two different curved intramedullary nails were used: expert han (depuy synthes, oberdorf, ch) and the afn (tornier, montbonnot sant martin, france). The expert hindfoot arthrodesis nail was used in all open ttcas and in 4 (29%) cases of arthroscopic ttcas. The remaining 11 arthroscopic ttcas were performed using the ankle fusion nail. Radiographic evaluation was conducted pre- and postoperatively. Radiographic follow-up using CT-scans was conducted 8 weeks postoperatively and every 6 weeks thereafter until bony fusion was detected. The authors did not specify which patients were implanted with the expert hindfoot arthrodesis nail, thus, the complications will be reported as follows: 2 patients suffered a symptomatic septic non-union, 1 of the ankle and 1 of the subtalar joint. Following arthroscopic ttca, 1 non-symptomatic and 1 symptomatic non-septic subtalar non-union, as well as 3 symptomatic septic ankle non-unions, were observed. 4 patients suffered an ssi (surgical site infection) with multiple revision surgeries. In one of those patients, the ssi resulted in a septic non-union of the subtalar joint, secondary osteomyelitis of the hindfoot and subsequent below-the-knee amputation. Complications found in table 2: unknown patients (7% non-septic subtalar) operated through arthroscopic ttca had asymptomatic non-union. Unknown patients (25% 1x septic ankle and 1x septic subtalar) operated through open ttca had symptomatic non-union. Unknown patients (27% 3x septic ankle and 1x non-sept. Ankle) operated through arthroscopic ttca had symptomatic non-union. Unknown patients (50%) operated through open ttca had ssi requiring reoperation. Unknown patients (13%) operated through open ttca had major amputation. Unknown patients (13%) operated through open ttca had ssi non-operatively. Unknown patients (20%) operated through arthroscopic ttca had ssi non-operatively. Unknown patients (7%) operated through arthroscopic ttca had screw loosening. Unknown patients (13%) operated through open ttca had fracture. Three out of 4 patients suffering from plantar ulceration preoperatively did not achieve bony union following arthroscopic ttca. This report captures adverse events of symptomatic non-union, surgical site infection, knee amputation, major amputation, fracture and 4 patients suffering from plantar ulceration preoperatively did not achieve bony union following arthroscopic ttca. This report is for an unknown synthes expert hindfoot arthrodesis nail. This is report 1 of 2 for (B)(4).